Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2009. The physician corrected the settings; however, the device frequency was not corrected. No patient adverse events were reported.

Manufacturer narrative:
Age at time of event and date of birth, corrected data: the initial report inadvertently reported this date incorrectly. Suspect medical device, corrected data: the initial report inadvertently reported the serial # and lot # incorrectly. Date received by manufacturer, corrected data: the initial report inadvertently reported the date incorrectly. The date should have been (B)(6) 2011. Device manufacture date, corrected data: the initial report inadvertently reported this date incorrectly.

Manufacturer narrative:
Review of the available programming and diagnostic history.